Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncopal episodes. It was discovered that the right ventricular (rv) and left ventricular (lv) leads were reversed in the header of the cardiac resynchronization therapy defibrillator (crt-d), resulting in rv noise and oversensing and inhibition of pacing from the crt-d. A procedure was completed to return the leads to their respective ports in the crt-d and the products remain in use. No further patient complications have been reported as a result of this event.